Event description:
"S/p b subgland infra 255cc surgitek gels for augmentation." "C/o lt is firmer and rt is lower and softer. Since tennis injury to rt side (left bruised) in 1991. Has no pain in breast but has developed progressively disabling systemic sx's six 1992. These include arthralgias/myalgias (plus am stiffness), paresthesias, spasms, swelling, fatigue, sleep disturb, adenopathy, hot flashes/sweats, headaches, dental probs, visual changes, dizziness, memory loss, severe sicca, rashes, oral sores, hair loss, sens sun/chem/sob, choking sens, hypothyroidism, increased cholesterol, wgt gain, gi/gu disturb, and easy bruising. Pt is otherwise healthy."